Event description:
It was reported that a central catheter was inserted in the left jugular vein. Six days later, there was no venous return on the proximal line during parenteral feeding. The flush was fine, without resistance. The venous return was fine on the distal line. During removal, the presence of a clot in the lumen was observed.

Manufacturer narrative:
(B)(4) the customer provided one photo for analysis. The photo shows the severed distal end of the catheter and there appears to be a blockage, or dark material within the distal tip, however, the occlusion cannot be confirmed based on the photo alone. The customer also returned one, 2-lumen cvc catheter for analysis. Signs of use were observed on and within the catheter. The distal end of the catheter from the customer photo was not returned. Visual inspection did not reveal any defects or anomalies on the returned portion of the catheter. The catheter body length from the juncture hub to the distal tip measured 62 mm, which is not within the specification limits of 157-177 mm per catheter product drawing. Therefore, at least 95 mm of the catheter was severed and not returned. The outer diameter of the catheter body measured 2.36 mm, which is within the specification limits of 2.36-2.46 mm per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." A lab inventory syringe was used to flush each extension line and no blockages nor leaks were observed. The catheter flushed as intended. A manual tug test confirmed the luer hubs were securely attached to their respective lumens. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit warns the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a blocked catheter was not confirmed through complaint investigation of the returned sample. The distal end of the catheter was severed and not returned. Functional testing of the returned portion of the catheter revealed the catheter flushed as intended with no blockage detected. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on the customer report and the sample received, the probable cause cannot be determined without the severed portion of the catheter returned. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that a central catheter was inserted in the left jugular vein. Six days later, there was no venous return on the proximal line during parenteral feeding. The flush was fine, without resistance. The venous return was fine on the distal line. During removal, the presence of a clot in the lumen was observed.

Manufacturer narrative:
(B)(4).